Event description:
It was reported that the patient experienced a stimulation sensation in their legs after the device was no longer used. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).